Manufacturer narrative:
(B)(4). The t:slim g4 system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain and skin irritations (readiness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Dexcom was made aware on 09/14/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The reaction was described as itching like crazy and looking like a burn. Reaction was located underneath the sensor tape and had spread to the chest area. The affected area was treated with prescription triamcinolone acetonide, over-the-counter barrier (otc) wipe cavalon and otc flonase. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).